Manufacturer narrative:
(B)(4). The device was returned. The complaint investigation determined the reported difficulties were determined to be related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Subsequent to the initial filed medwatch report, additional information received indicated that the device was prepped with contrast after removal of the protective sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while prepping a 4.0x15mm nc trek rx balloon dilatation catheter (bdc), prior to flushing the device, the protective sheath was removed from the balloon without resistance, however, the distal shaft started to separate (but did not completely separate) from the proximal balloon edge. The device was not used in the patient. There was no occurrence of a clinically significant delay. The procedure was completed with the use of another nc trek. No additional information was provided.